Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away from natural causes, but was getting treatment at the time. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient passed away while sleeping. The patient was found by the patient contact when waking that morning to a liberty select cycler alarm. The pdrn stated the patient had multiple cardiac comorbid conditions and bilateral infected heel ulcers which caused and/or contributed to the patient¿s demise. The pdrn stated the patient was not enrolled in palliative care, however the patient¿s death was not completely unexpected. The patient was pronounced dead at home and taken directly to the funeral home (no autopsy was performed). The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additionally, the patient¿s treatment data was reviewed by the pdrn and no alarms or variances were noted. Additional information (e.g., death certificate, esrd death notification, treatment data) was requested, however the pdrn reported the patient¿s electronic record is closed due to the passing. The pdrn stated the status of the patient¿s liberty select cycler return is unknown.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away from natural causes, but was getting treatment at the time. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient passed away while sleeping. The patient was found by the patient contact when waking that morning to a liberty select cycler alarm. The pdrn stated the patient had multiple cardiac comorbid conditions and bilateral infected heel ulcers which caused and/or contributed to the patient¿s demise. The pdrn stated the patient was not enrolled in palliative care, however the patient¿s death was not completely unexpected. The patient was pronounced dead at home and taken directly to the funeral home (no autopsy was performed). The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additionally, the patient¿s treatment data was reviewed by the pdrn and no alarms or variances were noted. Additional information (e.g., death certificate, esrd death notification, treatment data) was requested, however the pdrn reported the patient¿s electronic record is closed due to the passing. The pdrn stated the status of the patient¿s liberty select cycler return is unknown.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment on the top cover, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) 10500ml treatment-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patients serious adverse events infection and death, as the patient was actively undergoing ccpd therapy during expiration. The pdrn stated the patient had multiple cardiac comorbid conditions, in addition to bilateral infected diabetic heel wounds, which caused and/or contributed to the events. Per the pdrn, the events were unrelated to the patients utilization of any fresenius device(s) and/or product(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused and/or contributed to the patients expiration. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away from natural causes, but was getting treatment at the time. During follow-up, the patients pd registered nurse (pdrn) confirmed the patient passed away while sleeping. The patient was found by the patient contact when waking that morning to a liberty select cycler alarm. The pdrn stated the patient had multiple cardiac comorbid conditions and bilateral infected heel ulcers which caused and/or contributed to the patients demise. The pdrn stated the patient was not enrolled in palliative care, however the patients death was not completely unexpected. The patient was pronounced dead at home and taken directly to the funeral home (no autopsy was performed). The pdrn stated the events were unrelated to the patients utilization of any fresenius device(s) and/or product(s). Additionally, the patients treatment data was reviewed by the pdrn and no alarms or variances were noted. Additional information (e.g., death certificate, esrd death notification, treatment data) was requested, however the pdrn reported the patients electronic record is closed due to the passing. The pdrn stated the status of the patients liberty select cycler return is unknown.